Manufacturer narrative:
Product analysis the proximal segment of the lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise, irregular defibrillation impedance and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.